Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implant surgery, she has been experiencing eye pain, feels a constant "eyelash in the eye" type of sensation, and has double blurred vision at times. These symptoms are affecting her daily life and relationship with her husband. She stated the surgery was "botched up", her retinal nerve was cut, and that a vitrectomy had to be performed. According to the consumer, the surgeon failed to take into account prior to the surgery that she had a history of retina damage and macular holes due to taking an anti-malaria drug. She reported that betadine was used during surgery even though she is allergic to it. She is unable to drive and has no depth perception. She addressed these symptoms with her surgeon who advises her that the cut nerves may be the cause. The consumer will be having an MRI done to attempt to identify the cause of her issues. Additional information was requested.